Event description:
During remote monitoring, episodes of loss of capture were observed on the device. The patient later passed away due to underlying health conditions before any intervention was performed. The device was not alleged to have caused or contributed to the patient's passing away, and no device malfunction was alleged. The device was explanted post-mortem and returned to abbott for analysis.

Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above eri. Cautery marks were noted on pacer. Electrical and mechanical analysis performed, including capture test under nominal settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported complaint of failure to capture was not confirmed.